Event description:
The pt reported that the teflon cannula on the subcutaneous infusion set broke off in her body. The pt also stated that she cannot find the portion of the cannula that was left in her body, and there is no sign of redness/inflamation at the infusion site.